Manufacturer narrative:
The cannulas were bent in the packaging due to inappropriate transportation or storage. Device failures like the reported one are noticed by user prior to use. No patient/user/third person was harmed, not even endangered. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the affected device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. If no further information is available allowing pajunk to determine the root cause the file is considered as closed.

Event description:
Ae took place in (B) (6). Sprotte cannulas were bent in packaging. User noticed before use/opening the packaging. No patient involved. (B) (4).